Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted only of the introducer sheath. Visual inspection noted the length of the introducer sheath as approximately 70cm. A kink was also noted on the tip of the introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the interlocking arm of the delivery wire broke. The target lesion was located in the gonadal vein. A 10mm x 40cm interlock¿-35 was selected for use. Upon withdrawal, after the coil was positioned, the introducer was withdrawn through a non bsc microcatheter; however, it was noted that the interlocking arm of the delivery wire was broken and contained inside the catheter. Subsequently, resistance was noted upon insertion of another coil, thus, the catheter was removed from the patient's body. The procedure was completed with a different catheter. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis; therefore no device evaluation was done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the use of a imager ii catheter together with the device." (B)(4).

Event description:
It was reported that the interlocking arm of the delivery wire broke. The target lesion was located in the gonadal vein. A 10 mm x 40 cm interlock¿-35 was selected for use. Upon withdrawal, after the coil was positioned, the introducer was withdrawn through a non bsc microcatheter; however, it was noted that the interlocking arm of the delivery wire was broken and contained inside the catheter. Subsequently, resistance was noted upon insertion of another coil, thus, the catheter was removed from the patient's body. The procedure was completed with a different catheter. There were no patient complications reported and the patient's condition was stable.